Manufacturer narrative:
Device evaluated by manufacture. Returned product consisted of a rotapro and a rotawire. The advancer, burr, coil and handshake connection were visually examined. Analysis of the device found that the burr was stuck on the rotawire and was unable to be removed. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotawire became kinked and became stuck in the rotapro device. A 1.50mm rotapro and rotapro rotawire and wireclip torquer were used in an atherectomy procedure. During the withdrawal, the rotawire was kinked and became stuck with the rotapro device. The rotapro and rotawire were removed together from the patient as one unit. Upon removal it was discovered that the rotawire became separated, but there was no separated part left in the patient body. The procedure was completed with another of same device. There were no patient complications reported.